Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and dyspnea are listed in the xience prime everolimus eluting coronary stent system (eecss), instructions for use (IFU) as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that on (B)(6) 2014 the 2.5x38 mm xience prime stent was implanted in the mid right coronary artery (rca) and the 2.75x15 mm xience prime stent was implanted in the proximal rca. On (B)(6) 2018 the patient had unstable angina with sternal chest pain, chest tightness, and shortness of breath. Medication was given and the patient was re-admitted to the hospital from (B)(6) 2018 to (B)(6) 2018. The condition resolved. No additional information was provided.